Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant surgery, lens did not unfolding properly in the injector. The surgeon stated that, the lens was badly positioned in the injector, which is why the lens did not unfold at the exit of the injector. There was a delay in procedure with no clinical consequences for the patient. The procedure completed the same day.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Only iol was returned. Returned injector, is a backup injector used during the surgery. The injector reported in this complaint was not returned for analysis. Only reported iol was returned. Iol was returned loose attached to an insert card in the carton. Solution is dried on the iol. No damage observed. The product investigation could not identify the root cause for the reported complaint "lens badly positioned in injector, impossibility to unfold lens" as only iol was returned. Company device was not returned. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. The manufacturer internal reference number is: (B)(4).